Event description:
The customer called and reported that a button on the insulin pump was not working and another button was sticky. Customer's blood glucose was 410 mg/dl, which was treated with a pen. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No stuck button noted. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.